Event description:
A nurse reported that about 10 mins into the start of a hemodialysis (hd) treatment the technician noticed blood dripping on the arterial side of the tubing. Patient blood returned immediately and the arterial alpha clip snapped from the lines. In a follow up, a nurse said the leak occurred 10 min into hemodialysis (hd) treatment. Fresenius dialyzer was being used. There was no alarm and no alarm was expected.blood was returned. There was patient blood loss estimated to be 10-15cc. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient finished treatment on a different machine. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.